Event description:
It was reported that during a ptca and stenting treatment procedure in the left anterior descending artery (lad), balloon rupture difficulties were encountered. The lesion being treated was 99% stenotic and calcified. The balloon ruptured on the first inflation. The physician used a different balloon to predilate, then placed a stent. The procedure was successfully completed with no complications to the pt.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.